Event description:
Tof with pulmonary atresia, pda stent then complete repair of tof with transannular patch and lpa-plasty with cardiocel. Occluded lpa within 3 months of this surgery requiring pa plasty.

Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation and interviews with clinicians have been scheduled. Adverse events associated with bioprosthetic pericardial patches that have been reported in the literature, and have included flow obstruction.

Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation completed and interviews with clinicians have been performed. The events occurred in 7 patients out of 140 treated with cardiocel. A call with physicians occurred to discuss the procedure and their findings. It was noted the events happened in cases of pa repair. Batch record review determined that all products met acceptance criteria. There were no manufacturing changes during this time period to suggest a change on the product. While anteris continues to monitor, it appears at this time the event to be unlikely related to the product but rather associated with the complex intervention and challenges of vascular reconstruction in these young patients. .

Event description:
Tof with pulmonary atresia, pda stent then complete repair of tof with transannular patch and lpa-plasty with cardiocel. Occluded lpa within 3 months of this surgery requiring pa plasty.